Event description:
Outpatient presented to the cardiac catheterization lab for a cardiac catheterization. The physician chose to use a .035 hydrophilic guide wire. After it was inserted, under fluoroscopy it was noted that the coating was floating approximate to the wire. It was still attached to the wire. It was immediately removed very carefully without incident and it was verified that the coating had sheared off. Fortunately, no foreign body was left in the pt and all of the wire was removed.